Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and an power on self test were performed. During the visual inspection, it was identified that the force sensing resistors (fsrs) were out of specification. The cause of the malfunction is unknown. The fsrs were replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump¿s force sensing resistors were out of specification. Additional information is not available.